Manufacturer narrative:
Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The complaint is not confirmed. - root cause - the complaint was not confirmed due to sample was tested and no alarms were activated. - actions taken - no actions taken were performed since the complaint was not confirmed.

Event description:
It was reported that during the use of the product (a cassette), a "no message" alarm went off. So the customer changed the pump to another one, but the alarm persisted. She then changed the cassette to another one, and after that, the alarm was cleared. The customer suspected something was wrong with the cassette. Also, there was a sign on the tubing that the patient may have bitten it. No patient injury was reported.